Event description:
Evolve 4.5-5.0 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, clinical status assessment indicates the patient's qualifying condition as unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the left main coronary artery with 85% stenosis and was 4 mm long with a reference vessel diameter of 5.2mm. The lesion was treated with placement of a 5.00x12mm study stent. Following stent placement, a grade b dissection was noted at the distal to target lesion which was treated with an additional stent placement. After post dilatation, residual stenosis was noted 0% with timi 3 flow. One day post procedure, the patient was discharged on dual antiplatelet therapy. It was further reported that the dissection extended into the cicumflex and was treated with another 3.5x12mm synergy stent from the distal end of the stent into the ostial portion of the circumflex.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(6). Describe event or problem updated.

Manufacturer narrative:
(B)(6). Device is a combination product. Patient identifier (B)(6).

Event description:
Evolve 4.5-5.0 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, clinical status assessment indicates the patient's qualifying condition as unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the left main coronary artery with 85% stenosis and was 4 mm long with a reference vessel diameter of 5.2mm. The lesion was treated with placement of a 5.00x12mm study stent. Following stent placement, a grade b dissection was noted at the distal to target lesion which was treated with an additional stent placement. After post dilatation, residual stenosis was noted 0% with timi 3 flow. One day post procedure, the patient was discharged on dual antiplatelet therapy.